Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
Only the connector end of the lead was returned. Final analysis found insulation degradation at 4.4 cm from the connector pin. The partial lead passed continuity test and short test.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.